Event description:
The health care professional (hcp) reported a device malfunction when the patient (pt) was receiving hemodialysis using the baxter meridian device. During the hemodialysis therapy, there was a drop below the venous pressure alarm limits that were set on the device. The hcp reported the venous pressure indicators were "red", however, there was no audible alarm and the blood pump continued to run. The hcp reported the alarm limits were then opened by the staff, reset and treatment resumed. The pt was asymptomatic during treatment and left the unit without incident. The hcp reported there was no pt injury and no medical intervention was necessary.